Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension product ID 3387-40, lot# j0313854v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the deep brain stimulator (dbs) therapy was not suspected to be the cause of the seizures or the dementia and they were part of the patient's disease progression.

Event description:
It was reported the patient started having symptoms of dementia in (B)(6) ¿ (B)(6) and the patient had two seizures in (B)(6) that accelerated the dementia. The patient recently saw a healthcare professional (hcp), but they do not work with deep brain stimulation therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-22667.